Manufacturer narrative:
Manufacturing investigation pending. Once device has been received from (B) (4) distributor, and investigation completed, a medwatch 3500a supplemental form will be submitted to the FDA.

Event description:
(B) (4) distributor reports via e-mail, "customer is unable to tighten the luer lock when it is attached to a 3-way stopcock or a tube. The loose luer lock comes off when it is pulled, after we tried to tighten it. There is a possibility that the luer lock could come off during injection.